Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went over 600 mg/dl. Customer had symptoms as headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The customer stated that belt clip was broken and casing had a crack. The insulin pump will be returned for analysis.